Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after implant, high capture threshold was observed. The device was explanted and replaced. The patient was doing well post-procedure.